Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device (device 2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard device implanted on (B)(6) 2015 (device 2). An additional emdr will be submitted to represent the bard device implanted on (B)(6) 2012 (device 1). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh (device 1). On (B)(6) 2015 - the patient underwent surgery for implant of a second unspecified bard/davol ventralex mesh. (Device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device (device 2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, inflammation and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, inflammation and pain as possible complications. . This supplemental emdr represents the mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh (device 1). On (B)(6) 2015 - the patient underwent surgery for implant of a second unspecified bard/davol ventralex mesh. (Device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1) and partial omentectomy. Per operative notes, ¿the hernia sac was excised and a ventralex mesh (device #1) was sutured in place into the defect in an intraperitoneal fashion.¿ on (B)(6) 2014 - patient was diagnosed with recurrent incarcerated ventral incisional hernia with intra-abdominal adhesions and possible infected mesh thereby underwent open repair with lysis of adhesions and removal of infected ventralex mesh (device #1). Per operative notes, ¿omental adhesions were taken down. A gore-tex mesh wrapped around the several loops of bowel was identified and dissected entirely. During dissection, a portion of mesh was present with fairly thick yellowish material with hypergranulation tissue suggesting active infection. Some mesh found attached to small bowel also separated and removed. Then, a primary repair was done.¿ on (B)(6) 2015 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿several layers of scar tissue was dissected. Peritoneum entered and adhesions released from wall. A mesh (device #2) placed and sutured.¿ on (B)(6) 2017 - patient visited hospital for abdominal pain. On (B)(6) 2017 - patient was diagnosed with recurrent periumbilical ventral hernia thereby underwent open repair with explant of ventralex mesh (device #2). Per operative notes, ¿fat protruding through a small defect on the right side of the prior ventralex patch, that was curled but appeared to be intact. Entire ventralex mesh was dissected and removed. A mesh was placed as an underlay and secured using sutures.¿ attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence and emotional injuries. It is also alleged that the patient was caused to suffer severe pain, mental anguish and undergo multiple additional invasive surgeries including a partial omentectomy and a removal of infected mesh, thereby subjecting to an increased risk of a hernia recurrence and other complications with hospitalizations.